Event description:
It was reported to st. Jude medical that the ICD was explanted when during hospitalization for an unrelated reason, it was difficult to interrogate the ICD. When the physician attempted to interrogate the ICD, high voltage therapy was delivered inappropriately. The ICD had to be disabled with a magnet. The lead and programmer were checked and found to be normal.